Event description:
A customer reported experiencing a power source alert related to their pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer attempted various troubleshooting steps, including trying different wall adapters and charging cables, without success. Customer support instructed the caller to plug the wall adapter into a working outlet for a prolonged period, but the pump still did not charge. Consequently, technical support decided to replace the pump. The customer was advised to use multiple daily injections as backup therapy to ensure continuous insulin delivery and was provided instructions on returning the pump for replacement.